Event description:
The customer reported the physicist discrepancy mag1 image was too large. No pt injury was reported. Adjusted mag1 iris setting.

Manufacturer narrative:
The ge service rep performed collimator calibration on all mag modes. He adjusted and tested unit within specs returned to service.